Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: (B)(6) 2020 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 05-dec-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that controller was exchanged due to the message, "peak >12, trough>12" appearing on the controller display which was assumed to be a controller problem. However, this message was due to high pulsatility of the ventricular assist device (vad). The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the issue was determined to be related to patient condition and not a device issue. It was noted that this was because the high pulsatility state had persisted for more than a week. The patient did not have any symptoms at the time. Treatment for blood pressure and volume was confirmed. After the improvement of high pulsatility the message on the controller resolved.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: vad serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis was not conducted since log files covering the reported event date were not available. As a result, the reported event could not be confirmed. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in cases of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)> -2¿ for values less than -2.0 l/min. The most like ly root cause of the reported abnormal peak/trough event may be attributed to a software coding error, which incorrectly displays peak and trough values as ">12" when peak or trough is less than 0.0 l/min. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported broken serial port pin event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unstable/poor mechanical connection in the data port of the controller. It was also noted that one of the pins on the data port was broken. The controller was replaced. No patient complications have been reported as a result of this event.